Event description:
It was reported to philips there was an intermittent ECG cable failure during testing. There was no report of patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor board. No further investigation or action is warranted.